Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. Visual evaluation of the as returned product identified the implant fractured at the hex / collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The DHR was not available electronically for the subject lot number thus could not be further reviewed at the time of the investigation. A notification has been sent and requested to pull the DHR for review. The pce will be re-opened and updated if there is any indication of non-conformance, or any possible manufacturing issue related to the reported event. Since the DHR was not available, a search in the non-conformance database was conducted with the lot number to discover any non-conformances related to the reported event and subject lot number. No non-conformances were found for the subject lot number. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that implant 1851 was found fractured and removed the implant. Tooth site # 18.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code 3331 was added. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.